Event description:
The customer reported that a bent pin on the processor pca that caused data from downloading. There was no reported patient involvement/adverse patient impact.

Manufacturer narrative:
Pr#: (B)(4).